Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side deflation. Devices has been explanted.

Event description:
Healthcare professional reported, a left side deflation. Devices has been explanted.

Manufacturer narrative:
Device evaluation: white particles inner the shell. Leak test and microscopic analysis was performed which identified, crease sharp opening on posterior, wear abrasion, crease fold and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Devices has been explanted.